Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that during a cruciate ligament replacement when the two rigidfix fem 3.3mm s/t xpin were inserted into the guide frame got jammed with the sleeve in the guide frame. The procedure was completed using milagro screws. No patient consequence and no surgical delay. No additional information was provided. Additional information received by the affiliate reported a 15 minute surgical delay but there was no known patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and inspected. The trocar was found to be broken and broken piece was received in jammed condition with one of the sleeve. Both devices could not be separated. The complaint can be confirmed. The second sleeve was received separately. Upon visual inspection, it was noticed that devices have nicked/scratched marks and it was discolored. A definitive root cause could not be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery) which may led them to be jammed. For scratches/nicked marks. It seems like it is due to the effort of separating the both devices. For discoloration, it is possibly due to heavy use or repeated cleaning/ sterilization cycles. A manufacturing record evaluation was performed for the finished device lot/serial number 5l45493, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).